Event description:
In the article "diagnosis and management of dermal filler complications in perioral region", journal of cosmetic and laser therapy : official publication of the european society for laser dermatology, (2014 jul 21) pp. 1-22. Electronic publication date: 21 jul 2014 the authors review 26 medical charts of patients with filler complications in the oral region after injection with dermal fillers. Of the 26 patients, 2 were injected with unspecified hydraulic acid dermal filler; though the manufacturer of the devices was not identified, it is allergan's conservative approach to report events that may be related to our products. "Only 18 patients presented the original labels or leaflets of the products implanted by other physicians or non-medical professionals". This report captures the following: after injection with hydraulic acid dermal filler and silicone, the patient developed asymmetry, infection, and pain. They were treated with "dalacin 600 mg tbs/3 die plus levoxacin 500 mg tbs/die). For all patients in the study, if the infection was persistent after 1 month, a second course of antibiotics was prescribed. The authors note that "...one patient with ha granuloma required three courses of the therapy until clinical remission was achieved". There is no indication given by the authors that the symptom of granuloma was confirmed by biopsy.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No further information is available at this time. Multiple requests for further information have been made. Allergan has not received any additional information from the authors. The event of granuloma, "asymmetry, infection, and pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post market surveillance: the following adverse events were received from postmarket surveillance for juvederm ultra plus (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports . Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation: the onset of infection generally varied from immediate to 1 month pos-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs.